Event description:
Information was received that a smiths medical intubation tube was labeled as a 7.0 mm, however the device was a 7.5mm. No patient injury resulted. .

Manufacturer narrative:
Other, other text: additional information provided in h3, h6 and h10. This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual inspection was performed. The sample was in new condition in its original packaging. The sample was measured and it was confirmed that the sample was 7.5mm but packaged inside a package labeled for a 7.0 mm product. A review of the manufacturing process was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The root cause of the reported issue could not be confirmed during evaluation; however, the most probable root cause is that the line clearance procedure was not properly followed, and a lack of detection by the production personnel in the packaging area. Actions were taken to mitigate the reported issue: a quality alert was generated to reinforce in inspection. The quality engineer conducted training for the production personnel on the appropriate procedures.